Event description:
Device 2 of 2: reference MFR report number: 1627487-2019-00420. It was reported that the patient was experiencing ineffective stimulation with their drg system. In turn, the patient underwent surgical intervention wherein the drg system was explanted.

Manufacturer narrative:
Corrected data: reference MFR report number should have been 1627487-2019-00469.